Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. The account failed to input the correct scaler values for the lot of hb1c reagent. The account entered the scaler values given on the hb1c kit carton for reporting in % rather than those provided for reporting in mmol/l. The hb1c method instruction for use clearly states: "each kit contains matched sets of hb1c flex(r) reagent cartridges and calibrators. These components are not interchangeable between lots with different lot numbers." The hb1c kit carton label provides scaler values for both % and mmol/l reporting formats. The account resolved the issue by entering scalers for the same unit of measure (%) as their reporting units (%), recalibrating the hb1c lot, and confirming with qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A group of falsely elevated hb1c results was obtained on patient samples. The results were reported to the physicians. The results were eventually questioned by the laboratory and it was determined that incorrect calibration scaler values had been in use for the period in which the lot ga4084 had been in use. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.